Event description:
Received info from an optometrist who reported a pt was seen in 2007, with an infectious corneal ulcer. The optometrist said the pt had been a complaint lens wearer. The pt presented with pain, redness and photophobia. Upon slit lamp exam the pt had a "fluffy, white, mid-peripheral coroneal ulcer" located at 6 o'clock. The optometrist said he believed the ulcer to be caused by pseudomonas based on the appearance, however, the ulcer was not cultured. The optometrist said the pt's eye was dilated and vigamox and tobramycin were prescribed for treatment. The corneal ulcer resolved leaving a residual scar outside of the visual axis. The pt had no decreased in visual acuity and has returned to contact lens wear. No additional info is available.

Manufacturer narrative:
Device labeling single use or reuse.